Event description:
It was reported that after an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter, and prior to discharge, the patient experienced pulmonary insufficiency with low oxygen saturation, nausea, vomiting, and severe headache. The patient was administered oxygen (o2) for the desaturation, and a chest x-ray and laboratory blood tests were performed for diagnostics. The patient was hospitalized for observation over the course of two days, after which the patient recovered from the complications and was discharged. The device is not expected to be returned for analysis. It was further reported that the symptoms of nausea and vomiting did not occur.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter, and prior to discharge, the patient experienced pulmonary insufficiency with low oxygen saturation, nausea, vomiting, and severe headache. The patient was administered oxygen (o2) for the desaturation, and a chest x-ray and laboratory blood tests were performed for diagnostics. The patient was hospitalized for observation over the course of two days, after which the patient recovered from the complications and was discharged. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.